Event description:
Unknown tibial insert revised for unknown reasons.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown tibial insert. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.